Event description:
It was reported that noise leading to oversensing and the delivery of inappropriate high voltage therapy was observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed visually. Lead revision was anticipated to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
Additional information was received indicating that the lead was capped and replaced.